Event description:
Customer alleged discrepant results compared with the lab. Results as follows: date: unknown, inratio: 5.2, lab: 3.3. Date: unknown, inratio: 4.5, lab: 3.1. Date: unknown, inratio: 3.6, lab: 2.8. Customer states that patient's only medication is aspirin.

Manufacturer narrative:
Investigation pending.